Event description:
Information received by medtronic stated that the insulin pump had a failed battery alarm. No harm requiring medical intervention was reported. The customer will discontinue use of the devise.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged failed battery test alarm found on (B)(6) 2021. The pump passed the displacement test. Pump was received with failed battery test alarm after inserted pump into battery simulator. Unable to perform the active current test, sleep current test or self test due to failed battery test alarm. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected failed battery test alarm found in the history files or traces for the event date (B)(6) 2021. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Swapped out the test pcba 1 and no failed battery test alarm after inserted battery simulator. Confirmed that failed battery test alarm isolated to pcba. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked lcd window. Failed battery test alarm confirmed due to faulty electronic assembly on pcba. Cosmetic damage found on the lcd window.